Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported of a motor error from the insulin pump. The customer's blood glucose reading was normal. The customer stated that the pump alarmed motor error during rewind. The customer stated that there were motor error alarms in the alarm history. The customer will be sent a replacement pump.